Event description:
Info received indicates the brake will not hold and the steer function is not working.

Manufacturer narrative:
The technician replaced the brake detent and adjusted the casters to repair the bed.